Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. The air bubbles were able to be primed out and insulin delivery resumed. The customer's blood glucose level was over 400 mg/dl with trace ketones and it was treated with a manual injection administered by the customer's parent.